Manufacturer narrative:
No product returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that two devices did not alarm and did not go into kvo after a delay option was programmed by the user, per the ikp infusion detail reports. The customer was interested in a keystroke log review to determine if the delay infusion function was used incorrectly, and what the call back settings were. Although requested, there was no report of patient impact.